Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece and viscoelastic were indicated which are not qualified for use with this cartridge. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in japan were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the japan market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. Based on continued trending of all acrysof® models the acrysof® iq toric (B)(4) intraocular lenses (iols) for the japan market were added to the voluntary recall (29-sep-2015). The manufacturer internal reference number is: 2015-120954

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a patient developed postoperative inflammation following an intraocular lens (iol) implant procedure. Symptoms of tass (toxic anterior segment syndrome) mainly composed of corneal edema occurred. Additional information was provided by the surgeon, who reported that the patient problem is corneal endothelial disorder caused by tass. On the third postoperative day, the patient became aware of difficulty seeing. Four days later, corneal edema was confirmed. There is strong edema with corneal endothelial disorder seen from the center to the lower part of the cornea even though the incision was made in the upper side. Considering that, tass is the only possible cause of this symptom. It is unlikely caused by a bacterial infection as there was no conjunctival hyperemia or eye pain. The patient was treated with a steroid. The symptoms continue. There was no bacterium inspection performed. The lens remains implanted.